Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition and also exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right atrial (ra) channel, resulting in inappropriate atrial tachycardia response (atr) episodes. Technical services (ts) reviewed the electrogram (egm) and at this time cannot rule out respiratory rate trend (rrt) signal being oversensed. The noise signals appeared to be intermittent with approximately a 50ms crescendo amplitude. Further investigation is recommended to rule out electromagnetic interference (emi). The ra lead was a non-boston scientific product. In addition, there was intermittent noise observed on the non-boston scientific right ventricular (rv) lead that is uncorrelated to the ra noise. Impedance measurements for both the ra and rv leads were reported within range. The plan is to follow up with the patient for further evaluation and continue to monitor. This crt-d remains in service and there were no adverse patient effects reported.